Event description:
Event description cpi received information that due to oversensing. This endotak down-sized plus (0125) lead had the rate sensing portion capped, and the shocking portion remains active. A sweet tip bipolar lead (4269) was implanted.